Event description:
It was reported that during an angioplasty interventional treatment procedure, a balloon rupture and tip detachment occurred. The 80% in-stent restenosis of an unknown stent was located in an anterivenous fistula in a severely tortuous and non-calcified unspecified vessel of the arm. The physician advanced a 7.0x40, 75cm mustang balloon to the lesion and inflated the balloon three times to 30atms for ten seconds each. On the third inflation the balloon ruptured and the distal tip detached. The fragment was unable to be recovered with a lasso. No further actions were taken to address the un-retrieved fragment. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not exceed rated burst pressure." (B)(4).